Manufacturer narrative:
The investigation for the pump stop has been completed. Clinical details state that the cp pump stopped after a few minutes of support and could not be restarted. The pump was removed and replaced. No logs were returned. Product was returned and evaluated. Biomaterial was found in the purge gap, and blood was found in the purge line in the catheter near the motor housing. The pump had high purge pressure alarms while being run in the lab, and the pump stop was reproduced. The high purge pressure was isolated to the motor housing. Therefore, the root cause of the pump stop was most likely biomaterial. Added-d9 device return date g1-corrected MFR site name and address.

Event description:
The complainant reported that a 70-year-old female in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the pump stopped a few minutes after support. Therefore, the impella was explanted, and another was implanted without complications. The patient is still on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿